Event description:
It was reported that during a da vinci s hysterectomy procedure, "splinters" were observed on the shaft of the maryland bipolar forceps instrument. Reportedly, no fragments fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the instrument shaft has "splinters". One side of the distal end of the main tube has a couple of sections with light material removed. The damaged areas are 2.5" and 1.5" long, parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.